Manufacturer narrative:
Should have been reported as a malfunction rather than a serious injury because the lead was left unchanged.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-10081. It was reported that the patient presented for a generator replacement. Upon interrogation, it was noted that the right ventricular channel exhibited high capture threshold resulting in loss of capture. The patient experienced bradycardia due to this issue. It was unknown whether the capture issue originated from the pacemaker, lead or a myocardial condition. After it was confirmed the right ventricular lead would capture with the elevated threshold, the physician elected to leave the lead implanted. The pacemaker was explanted and replaced. There were no patient consequences.